Event description:
The customer observed false reactive architect hiv ag/ab combo results generated for two patient samples and false reactive architect syphilis results for one patient sample. The following data was provided: on (B)(6) 2023. Sample ID (B)(6). Hiv initial = 13.44 s/co, repeat results after microfuge = 48.49 s/co, 45.99 s/co, 42.4 s/co, 41.9 s/co, 41.6 s/co. Syphilis initial = 1.96 s/co, repeat = 7.81 s/co, 7.92 s/co, 6.82 s/co, 6.86 s/co, 6.89 s/co. On 30may2023, the samples were run on another architect (isr04032) and confirmed non-reactive for both assays. On (B)(6) 2023. Sample ID (B)(6). Hiv initial = 21.97 s/co, repeat results after microfuge = 265.05 s/co, 326.26 s/co, primary aliquot retest = 222.75 s/co, 228.68 s/co. Results with a sample that was in storage = 0.16 s/co, 0.13 s/co. No impact to patient management was reported.

Manufacturer narrative:
Completed information for section a1 patient identification: sids (B)(6). The field service representative (fsr) inspected the instrument, found sample material near the wash cup, and cleaned the area. No additional discrepant results have been reported since the service activity was completed. Return testing was not completed as returns were not available. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6). There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect i2000sr did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Device history record review did not identify any potential non-conformances. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect i2000sr, serial number (B)(6), was identified.